Manufacturer narrative:
Received 1 used foley catheter with the drainage bag still attached. The reported event was confirmed as user related. Per the visual inspection, the exterior of the sample was evaluated and found evidence of encrustation inside of the drainage eye. Per the functional evaluation, water was introduced into the inflation lumen and found that the water progressed through the lumen and filled the balloon. None of the water exited from the thermistor lumen. The drainage lumen was blocked with encrustation. This is a patient related condition with use that is dependent on many variables, such as diet and medication. However, this is not a manufacturing related condition. The encrustation prevented proper drainage and allowed the sample to leak. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4).

Event description:
It was reported that the catheter was clogged causing it to leak. The complainant stated that the catheter balloon was inflated and deflated in an attempt to de-clog; however, the attempt was unsuccessful. The complainant stated that the catheter was removed and replaced without further incident. The complainant also stated that the patient allegedly experienced discomfort; however, no medical intervention was required. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was clogged causing it to leak. The complainant stated that the catheter balloon was inflated and deflated in an attempt to de-clog; however, the attempt was unsuccessful. The complainant stated that the catheter was removed and replaced without further incident. The complainant also stated that the patient allegedly experienced discomfort; however, no medical intervention was required. No patient injury was reported.